Manufacturer narrative:
The actual fragment sample is being retained by the reporting facility and was not returned to the MFR to be evaluated. A lot number and an item number were not reported. W/o the actual sample or a lot number or item number, no specific conclusions can be drawn. However, the facility did send several photos depicting the fragmented piece of needle positioned next to a ruler for eval. The fractured fragmented portion of the needle measured approx 8mm in total length. The width of the needle could not be measured. W/o the actual sample, the exact measurements could not be accurately determined. The photos were not very clear, and the fractured end of the needle or the bevel end were not clearly depicted in the photos. The exact nature of the fracture could not be determined from the photographs provided. At this time, it remains unk if the reported needle is a b. Braun product, since a lot number an item number were not reported. If the reported needle is a b. Braun introcan safety i.v needle, this needle is 100% inspected by a vision system on the automatic assembly machine during mfg. There are no other reports of this nature in the history of this product. The photographs and all available info has been forwarded to the actual MFR for further eval. If further info becomes available from the facility or through investigation, a f/u report will be filed.

Event description:
As reported by the regional manager per the user facility: reports oncology pt had IV in arms as inpatient. Catheter was discontinued, pt was discharged from hospital and continued therapy on an outpatient basis. While receiving outpatient therapy, a wound was noted at the old IV site and pt was admitted back in to the hospital. An 8 mm x 1 mm object was located in the arm that looked like a beveled needle. Pt had object surgically removed and was treated for the wound. Add'l info was provided by (B)(6) on (B)(6) 2010 indicating: on (B)(6) 2010 - it was reported a catheter was inserted at (B)(6). At this time, they reported there is no documentation in the nurses notes indicating that part of the needle was missing or the product malfunctioned in any way when the needle was removed. On (B)(6) 2010 - the catheter was removed from the pt and the pt was discharged from the hospital w/o incident. On (B)(6) 2010 - the pt presented herself at (B)(6)'s ER and initially reported she was at another facility prior to coming back to (B)(6) ER and they removed a fragmented piece of metal from her arm. She did not report to (B)(6) which facility that was. It is unk what, if any ivs, were started or if any other procedures were performed before coming back to (B)(6). On (B)(6) 2010 - an x-ray taken at (B)(6) located a metal fragment in the pt's forearm. On (B)(6) 2010 - the pt came back to (B)(6)'s ER. On (B)(6) 2010 - the fragmented piece of needle was removed, w/o incident, at (B)(6). The fragment measured 8mm x 1mm. No other info is available on the status of the pt at this time. On (B)(6) 2010 - incident was reported to b. Braun. The facility is retaining the sample and will not return it for eval. B. Braun requested that the facility take some photos of the sample and return them for eval. (B)(6) will try to gather add'l info and photograph the sample.